Event description:
Patient suffered from a gunshot wound to phalanx and was implanted with a plate and screw construct on an unknown date. Patient reported feeling pain at the implant on an unknown date. Patient returned to the o.r on (B)(6) 2012 and all hardware was removed. Patient was revised with competitors plate and bone graft. This is 6 of 7 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.